Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) did not deploy after pressing the release button and hemostasis failed. Manual compression was applied and the procedure completed. There was no reported patient injury. The device was used in an angiography procedure. The use is experienced in the device. An unknown cordis short sheath was used with a retrograde left femoral approach. The user followed the 40° slow withdrawal technique. After the bleed-back stopped, a further 1 cm withdrawal was made and the indicator window turned black. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d10, g3, g6, h1, h2, h3 and h6. As reported, the plug of a 5f exoseal vascular closure device (vcd) did not deploy after pressing the release button and hemostasis failed. Manual compression was applied and the procedure completed. There was no reported patient injury. The device was used in an angiography procedure. It was stored and prepped according to the instructions for use. The user is experienced in the device. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including confirmation of the insertion angle between 30¿45 degrees. The vessel diameter was verified to be =5mm. There was no visible calcium or plaque, no stent near the puncture site, and no prior use of a closure device or manual compression at the target site within 30 days. The vessel did have >50% stenosis at or near the puncture site. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. A 5f avanti+ cordis short sheath was used with a retrograde left femoral approach. The exoseal vcd was used in a diagnostic procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was encountered during advancement through the sheath. The sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, locked against the handle assembly with an audible click, and retracted together with the exoseal vcd until the indicator window changed to solid black. The user followed the 40° slow withdrawal technique. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until the pulsatile flow significantly slowed or stopped. After the bleed-back stopped, a further 1 cm withdrawal was made and the indicator window turned black-black. No red color was observed in the indicator window during retraction. The exoseal vcd was securely locked with the vascular sheath introducer. There was no issue with or damage to the deployment lever. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Cordis 5f avanti catheter sheath introducer csi was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the returned device since the device was received fully deployed. The cause of the reported issue could not be determined, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed without the plug. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) did not deploy after pressing the release button and hemostasis failed. Manual compression was applied and the procedure completed. There was no reported patient injury. The device was used in an angiography procedure. It was stored and prepped according to the instructions for use. The user is experienced in the device. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including confirmation of the insertion angle between 30¿45 degrees. The vessel diameter was verified to be =5mm. There was no visible calcium or plaque, no stent near the puncture site, and no prior use of a closure device or manual compression at the target site within 30 days. The vessel did have >50% stenosis at or near the puncture site. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. A 5f avanti+ cordis short sheath was used with a retrograde left femoral approach. The exoseal vcd was used in a diagnostic procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was encountered during advancement through the sheath. The sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, locked against the handle assembly with an audible click, and retracted together with the exoseal vcd until the indicator window changed to solid black. The user followed the 40° slow withdrawal technique. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until the pulsatile flow significantly slowed or stopped. After the bleed-back stopped, a further 1 cm withdrawal was made and the indicator window turned black-black. No red color was observed in the indicator window during retraction. The exoseal vcd was securely locked with the vascular sheath introducer. There was no issue with or damage to the deployment lever. The device will be returned for analysis.